Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (rca) with moderate calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. Another guide wire was advanced as a buddy wire, and the xience prime sds was re-advanced successfully. The sds was inflated for the first time to 10 atmospheres (atm); however, immediately deflated. St elevation was observed, but subsided after the sds was removed. There was no resistance during removal; however, the stent was not fully expanded and the guiding catheter and guide wire lost access to the vessel. During attempts to re-engage the guiding catheter, the tip hit the proximal end of the xience prime stent, and the stent became damaged (crushed). The guiding catheter was engaged, but it was not possible to deliver a guide wire into the deployed stent due to the damage. Further attempts were made to remove the stent using a non-abbott balloon catheter and a goose neck snare, but no device went into the deployed stent. The stent could not be retrieved or embedded; therefore, an intra-aortic balloon pump was used. The patient was transferred to surgery for coronary artery bypass grafting (CABG) on (B)(6) 2012. The stent remains in the mid rca. CABG had been considered initially, as there was another stenosis in the left main trunk to the proximal left anterior artery. It was noted that outside the patient anatomy, the xience prime sds was attempted to be inflated, and a leak was observed in the distal shoulder of the balloon. The patient has recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue; guide cath: heartrail ii al-1s 6f. Re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. The physical resistance, difficult to deploy, and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, dimensional, and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported difficulties.